Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for an implant. The landing zone on tee was 18 x 26mm and 26mm on fluoroscopy. The device was prepared according to the IFU's and successfully released. Transesophageal echocardiography (tee) assessment post implant showed increased gradient in the left upper pulmonary vein (lupv). Due to the complex anatomy and the exceptional flexibility of the tissue, the lobe was slightly pushing on the wall between the left atrial appendage (laa) and the lupv which was causing some stenosis in the lupv. Due to the complex anatomy and because the implanter concluded that the increased gradient in the lupv was acceptable, it was decided not to reposition the device. The device was stable and fully closing the laa. The physician confirmed on the following day that the patient was doing fine and that the lupv stenosis that was observed after the case was not causing any issue. The patient remained hemodynamically stable throughout the procedure. The patient recovered and was discharged the day after.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of increased gradient in the left upper pulmonary vein (lupv) was reported. It was reported that due to the complex anatomy and the exceptional flexibility of the tissue, the lobe was slightly pushing on the wall between the left atrial appendage and the lupv which was causing some stenosis in the lupv. Also reported that the increased gradient in the lupv was considered acceptable and it was decided not to reposition the device. The device was stable and fully closing the laa. Information from field indicated that the following day the patient was doing fine and that the lupv stenosis was not causing any issue. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.